Manufacturer narrative:
(B)(4). The reported condition of a colleague pump with a malfunction of damaged battery was confirmed and reproduced during on-site product evaluation. The root cause of this condition was assigned to depleted main batteries from use/user erroror. The main batteries and battery harness were replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated on-site at the customer facility. Similar reports have been received for the reported problem. Baxter?s investigation is still in process. A follow-up report will be submitted when additional information becomes available.